Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unable to verify a64 alarms due to unresponsive buttons. Unit received with bleeding lcd glass. Unit received with cracked battery tube threads. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was performed. The device was returned for analysis.